Event description:
It was reported that the device was returned due to extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of a charge timeout alert was confirmed. Bench and ate tests were performed and the device was found to be normal; including normal charge times. After further investigation was performed, it was believed the cause of the extended charge time was due to exposure of the device to extreme low temperatures.